Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer, a senior tech, discovered that blood leakage from connector - tip, air is also entering into the catheter in arterial port. Still the quinton permcath is with the patient. It was also reported catheter is going to be pulled and replaced. Type of procedure: internal jugular. Current condition of pt: improper dialysis, blood-leak, air entering into catheter. No medical intervention required. Product was tested prior to use.